Event description:
MFR rec'd a report of a user falling out of a power wheelchair and sustaining abrasions. It was further alleged that this incident lead to the pt's death two weeks later. The user's husband will not release the wheelchair and no malfunction has been identified.